Event description:
It was reported that the arctic sun device had cooling malfunction issue. Per review of wo on 03dec2025, there was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a chiller pump failure. The device was evaluated upon receipt. During equipment testing, the temperature of t4 did not decrease. Upon inspection, water was present in the chiller tank, but due to an issue with the chiller pump, cold water was not being produced. Frosting was also observed on the piping of the chiller assembly. The chiller pump was replaced. This device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arcticsun performance. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. No additional actions are needed. Correction: d, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had cooling malfunction issue. Per review of wo on 03dec2025, there was no patient involvement.